Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The device was received with a guidewire inserted through the device. The guidewire was able to be removed without issue and it was noted that the guidewire was kinked at several locations along its length. A visual examination of the crimped stent found that stent struts from the fourth most proximal stent row were distorted and damaged. The product stent protector was not returned for analysis with the device. The ro markerbands were examined and there was no damage noted. A visual and tactile examination found that the tip was slightly flared. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the outer and inner were kinked and bunched along their length. This type of damage is consistent with excessive force being applied to the delivery system during use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x24mm promus premier¿ stent, it was noticed that the tip of the stent was broken. The procedure was completed with another promus stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 4.00x24mm promus premier stent, it was noticed that the tip of the stent was broken. The procedure was completed with another promus stent. No patient complications were reported.